Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was damaged and broken. Insulin pump would need to be replaced. Customer's blood glucose was unknown.